Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer's insulin pump locked up on him and he couldn't get any insulin. The customer received calibration errors. The customer's blood glucose level was 147 mg/dl and he gave himself the appropriate amount of insulin. After 10 minutes later the insulin pump said that the customer's blood glucose level was 51 mg/dl and then it suspended on him. The customer tried to get the basal back up but the insulin pump would not let him. The customer also received a reservoir empty alarm. The customer had filled up another vial but the reservoir icon was still empty. The customer changed the battery but that did not fix it. The customer also had a button anomaly but the issue was solved with troubleshooting. The insulin pump passed the displacement test. After troubleshooting the customer was advised that the insulin pump was functioning as it should. The device will not return for analysis.